Manufacturer narrative:
We have been informed about a defect product, wrong item, on a kit product. According to the complaint description lot number and sample are available. After receiving this complaint, we searched for other complaints and found three other complaint regarding the lot number 8807340. Kits were assembled at our warehouse. They were informed about this issue. Checking the quality databases did not reveal any anomaly in relation to the described defect. On may a resensitization of the personnel was done about this issue. Root cause of this error was an human error.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was not able to be used due to incorrect product. The product inside the packaging did not match the label. No other adverse patient effects were reported.